Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with crf report and x rays. Crf report demonstrated that the patient fell twice, with increase hip pain. Left leg continues 7.0 mm short (0.7cm) and continues to have severe limp at 1 year post op visit. X-ray review demonstrated that components are anatomically aligned. There is no fracture or dislocation. There is abnormal radiolucency along the acetabular component and fixation screws reflecting osteolysis. Minimal lucency is also noted along the tip and most proximal aspects of the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00885101136 neutral liner 36 mm i.d. Size jj lot#: 62534837. Catalog#: 00786401300 femoral stem press-fit collarless 12/14 neck taper lot#: 62608768. Catalog#: 00877503603 bioloxâ® delta, ceramic femoral head lot#: 2701272. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03150. 0001822565-2019-03151.

Event description:
It was reported that patient is experiencing falls and increased pain approximately four years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.